Event description:
Laser fiber broke during a procedure. Additional info received (B)(6) 2013: the customer was using a cook 200 single use laser fiber (lf) in the kidney to break down stones. He was feeding the lf through the flexible scope while straight and then deflecting so to not damage the inner working channel. He then deflected the scope with lf inserted in the lower pole and started lasering. The laser was pushed far enough through to see a small amount of the blue cladding of the lf. All of a sudden, a black mark came up on the view and it became clear that the laser fiber use had damaged the scope. The rep cannot clearly say if the aiming beam disappeared before more firing of the laser was made. However, the rep and the customer had discussed earlier how a red aiming beam on red background does not make it easy to see. It was a difficult case as there was lots of stone and view was often restricted because of this. The fiber was removed and it became clear that a piece of laser fiber had snapped off inside the pt. This was eventually removed successfully out of the pts body and no fragment was left inside. Another laser fiber of the same size and lot was used after this incident to break some more stones; however, this time the customer used a tuohy borst adapter instead of the green gyrus bung, which allowed the lf to be introduced a lot more easily through the working channel of the scope. The customer was not blaming the laser fiber for the damaged scope. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt and device codes: laser breakage in pt and retrieval is not labeled. Event eval: still under investigation.